Manufacturer narrative:
A ge rep evaluated the system and replaced the sram card and u20 eprom chips. No pt injury was reported.

Event description:
Customer reported the system displayed a checksum error during a procedure. No pt injury was reported.